Event description:
The reporter called in reference to her experience at a medspa where she received 5 treatments for face tinting and sculpting. Where a layer of skin burned off on her jaw. Pt stated her face is deformed from the treatments. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).